Event description:
It was reported that recently, atrial under-sensing during a supraventricular tachycardia episode was noted from this implantable pacemaker. The physician is continuing with monitoring and no adverse patient effects were reported. This pacemaker remains implanted and in-service.